Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm when was the issue noticed- pre-op(before use on patient?) Or intra-op (during use on patient?).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture strand had gotten out from swage of the surgical needle. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). It was reported that this device issue was noticed pre-operatively. It was not used on the patient. This event is not malfunction reportable. Therefore, this medwatch report is not reportable.